Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause and treatment for the peritonitis was not reported. On the same day as onset, the patient was hospitalized for the event. On an unreported date, dianeal and extreaneal therapies were discontinued (no further details were provided). At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. No additional information is available.